Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while removing the 45mm io catheter from the proximal humerus on deceased patients with a 10ml syringe and twisting clockwise and pulling straight out, the hub on each of the needle sets has come off the stainless-steel needle. The remaining needles inside of each of the three deceased patients were not removed due to their deceased status. This occurred in (B)(6) by three nurses on separate occasions.